Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after all release criteria was checked, the device was released from the core wire. Post release from the core wire the closure device shifted proximally in the laa. The device was in a stable position, but the physician decided the best option was to explant the device. The physician ended the procedure and scheduled an explant procedure for the patient. The patient remained in the hospital and 5 days post procedure they had open surgery where the closure device was explanted and the laa was clipped. The patient is doing well and recovered from these events. The patient has since been discharged from the hospital doing fine.

Event description:
It was reported that the device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa and after all release criteria was checked, the device was released from the core wire. Post release from the core wire the closure device shifted proximally in the laa. The device was in a stable position, but the physician decided the best option was to explant the device. The physician ended the procedure and scheduled an explant procedure for the patient. The patient remained in the hospital and 5 days post procedure they had open surgery where the closure device was explanted and the laa was clipped. The patient is doing well and recovered from these events. The patient has since been discharged from the hospital doing fine.